Manufacturer narrative:
The report number was not provided. This is a known issue and no eval will be performed on the customer's device. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a mfg or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. Product labeling for this device states, "caution: not for high pressure infusion." This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
User facility voluntary medwatch received that stated: "pt presented to ed with abdominal pain and per protocol, IV access was performed. A 20gauge angiocath was inserted in the pt's antecubital area and saline lock was placed. Md ordered a CT of the abdomen with oral contrast and IV contrast. CT technologist began using a power injector to insert the IV contrast (optiray). The injector was connected to the extension set. The tubing of the extension set ruptured during the process of administration of contrast. Staff immediately intervened and there was no injury to the pt. Investigation (telephone call to company rep) revealed that this saline lock is not recommended for use with power injectors because it can't withstand 300 psi. Individual packaging reads, "before using, confirm compatibility and flow with connecting device. See insert." The insert (product compatibility notice) is one insert in a box of many sets. The sets are individually placed in the pxsis machines. Nursing staff nor radiology was aware that these were not safe for use with a power injector." Upon further query, the following info was provided that indicated a tubing rupture while in use with a power injector; subsequently blood loss was noted. The extension set was being used to deliver 100ml of optiray contrast media via medrad stellant d power injector at a pressure setting of 300psi. The power injector was connected to the extension set which was connected to the extension set, which was connected to the pt's 20 gauge angiocatheter. After an unspecified length of time in use, the tubing ruptured between the clave y-site and the option-lok adapter. An unspecified volume of blood loss was reported. The extension set was clamped. The device was replaced and the procedure was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.